Manufacturer narrative:
The sodium electrode lot number is dwg. The field service engineer (fse) performed nozzle adjustments, cleaned the flow path, and performed an ise reagent prime, air purge, mechanism checks, and ise checks. The fse performed a precision test successfully. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas 8000 cobas ise module. The initial sodium result was 132 mmol/l. The doctor questioned the result as it was accompanied by a negative anion gap which prompted the customer to repeat the sample. The sample was repeated on another module and the result was 140 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The alarm trace shows sample short, abnormal aspiration, and ise voltage level alarms. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.